Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and patient's medical history, was not available and therefore a root cause investigation was not performed. A review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. The exact root cause of the reported issue could not be determined. Attempts to gain additional information were not successful.

Event description:
A customer reported several (B)(6) results obtained with the alere determine hiv 1/2 ag/ab combo. Confirmation tests (not otherwise specified) were reported as (B)(6). There is insufficient information to determine if a malfunction occurred. The exact number of patients and date or dates of occurrences were not reported. The patients were reported as ob screen patients. No information was provided regarding the patients' treatment or outcomes. Attempts to gain additional patient information were not successful.